Event description:
The rptr stated that a luer lock on the trifuse was cracked and leaking during administration of total parenteral nutrition. The rptr further stated that when the total parenteral nutrition started leaking the adapter being used with this product was changed however the leaking continued until the trifuse was also changed. There was no pt injury or treatment associated with this event.